Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right atrial (ra) lead was unable to be successfully implanted due to difficulties at positioning and high pacing impedance. This lead was successfully replaced. No additional adverse patient effects were reported.